Event description:
The customer reported having high blood glucose after having a low episode a few days ago, and the infusion set has been changed twice since then. The customer was treated by the rangers at the scene. The blood glucose reading was 42mg/dl1. The customer believes that drinking and not eating caused her low blood glucose. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The displacement and self tests were performed and passed. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer mentioned that the insulin pump fell into a lake, and it was under the water for a few minutes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.